Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to high blood glucose levels of 587 mg/dl. The customer stated that the basal rates had been resetting to 0.0 since (B)(6) 2011. The customer was bolusing, but her blood glucose levels would not come down. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.